Event description:
Our affiliate is reporting the following to us: arcr was conducted on (B)(6) 2013. When the surgeon was suturing the rotator cuff with the product, the tip of the needle was found to be broken. It was noted that the tip was possibly hit against the hard tissues or subacromial area for some times. The broken piece could not be found during the surgery. Post-op x-ray showed the piece had been left in the patient¿s body. No surgical delay. The case was completed with the broken piece left in the patient.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two other similar complaints and one dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible cause of the tip break could be the tip hitting against hard tissue or bone during use as suggested in the complaint event description received by depuy synthes mitek . At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "arcr was conducted on (B)(6) 2013. When the surgeon was suturing the rotator cuff with the product, the tip of the needle was found to be broken. It was noted that the tip was possibly hit against the hard tissues or subacromial area for some times. The broken piece could not be found during the surgery. Post-op x-ray showed the piece had been left in the patient&#62688;body. No surgical delay. The case was completed with the broken piece left in the patient."

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.